Event description:
Discordant, falsely low sodium results were obtained on multiple patient samples on an advia 1800 instrument. The discordant sodium results were reported to the physician(s). The samples were repeated on the same system and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that level 1 sodium quality controls were outside the acceptable range during the event. The hsc instructed the customer to replace the sodium electrode and to repeat the patient samples. The cause of the discordant sodium results was due to a sodium electrode malfunction. The customer successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.